Event description:
It was reported that, the console shut down during a procedure and was unable to be turned back on. There is no patient and procedure outcome reported. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Event description:
It was reported that, the console shut down during a procedure and was unable to be turned back on. There is no patient and procedure outcome reported. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.